Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device in comparison to unspecified reading on a competitor brand meter. The customer did not report any symptoms but had contact with a healthcare professional, who administered unspecified injection as treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a scan of 58 mg/dl on the adc device compared to a glucose reading of 177 mg/dl obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.